Event description:
It was reported that the customer had a stomach virus and spent the night in the emergency room. He was dehydrated and needed to eat. The customer wanted to know if there was anything specific he should eat. He was advised to contact his health care provider and to make sure he bolused for the carbohydrates he ate. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).